Manufacturer narrative:
The device was returned and investigated. Device analysis was unable to confirm the reported difficult to open or close (gripper actuation - single) as both grippers actuated as intended. The reported positioning failure (leaflet grasping ¿ clip not implanted) and poor image resolution could not be tested as these were related to patient/procedural conditions. The reported latch break was confirmed as the latch and cap were not returned. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify a lot specific issue. Based on this information, a cause for the reported difficult to open or close (gripper actuation - single) cannot be determined. The reported positioning failure (leaflet grasping ¿ clip not implanted) and poor image resolution was due to challenging patient anatomy. A potential product issue was identified due to the reported material separation (cap and latch) which resulted in the observed missing components. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. H6 device code 1069 - removed.

Manufacturer narrative:
The device received. It has not been evaluated as yet. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for gripper actuation issues. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced into the patient anatomy. It was observed that one of the grippers would not lower, but this resolved with troubleshooting. There was difficulty grasping the leaflets due to the patient anatomy. During grasp attempts, difficulty was noted raising/lowering the gripper, and it was noted that part of the gripper lever latch broke. Visualization of the clip was difficult due to the patient anatomy; however, there were no issues noted confirming the gripper actuation issue. The device was removed, and a second cds was used. One clip was implanted, reducing the mr from grade 4+ to grade 3-4. There was no adverse patient effect, or a clinically significant delay in procedure. No additional information was provided.